Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the clinic for a scheduled system replacement procedure. The reason for the replacement was not provided. During the procedure, the physician was only able to remove a portion of the rv lead due to high procedural risk for the patient, and the distal portion remained implanted. The patient remained stable. The rv lead was partially explanted and replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This report will be updated when the investigation is complete.